Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that beginning (B)(6) 2017, he was unable to test his blood glucose due to his adc meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2017, he "started feeling sick, dizzy, passing in and out, sweaty" and stated he also had a severe stomachache. Customer reportedly self-administered 60 units of u 500 insulin and subsequently experienced a loss of consciousness. A family member transported the customer to a hospital where a reading of "over 1000 mg/dl" was obtained on the hospital meter and customer was diagnosed with diabetic ketoacidosis (dka) and dehydration. Customer was administered insulin via intravenous infusion and a blood analysis and urinalysis were performed and determined the customer's a1c to be 40 mg/dl. A subsequent reading of 700 mg/dl was obtained on the hospital meter and customer was administered additional insulin. A final reading of 215 mg/dl was obtained on the hospital meter before the customer was discharged after being in the ER for 12 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported that beginning (B)(6) 2017 he was unable to test his blood glucose due to his adc meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2017 he "started feeling sick, dizzy, passing in and out, sweaty" and stated he also had a severe stomachache. Customer reportedly self-administered 60 units of u 500 insulin and subsequently experienced a loss of consciousness. A family member transported the customer to a hospital where a reading of "over 1000 mg/dl" was obtained on the hospital meter and customer was diagnosed with diabetic ketoacidosis (dka) and dehydration. Customer was administered insulin via intravenous infusion and a blood analysis and urinalysis were performed and determined the customer's a1c to be 40 mg/dl. A subsequent reading of 700 mg/dl was obtained on the hospital meter and customer was administered additional insulin. A final reading of 215 mg/dl was obtained on the hospital meter before the customer was discharged after being in the ER for 12 hours. There was no report of death or permanent impairment associated with this event.